Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 23.jun.2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the blade/screw guide sleeve is jammed inside of the 130 degrees aiming arm, buttress nut cannot be removed, and a 10.5mm titanium tfna helical blade was not fully inserted. Patient underwent an initial open reduction internal fixation of the hip (side unknown) with trochanteric fixation nail advanced (tfna) on (B)(6) 2017. The sleeve, aiming arm, and buttress nut were used to insert the helical blade. Due to the jam, the helical blade was not fully inserted in the patient however; it was enough to satisfy the surgeon. In addition, the buttress nut cannot be removed because the sleeve and aiming arm remain stuck together. These events resulted in a seven (7) minute surgical delay. Procedure was successfully completed. The patient outcome was stable. This report is for one (1) buttress/compression nut. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation was performed on the subject device. The instruments were evaluated at customer quality and the complaint condition was able to be confirmed. Approximately 121mm of the guide sleeve had been inserted into the aiming arm before the two (2) instruments jammed. The instruments could not be disassembled at customer quality. The buttress compression nut was still attached to the guide sleeve and was able to spin freely across the available thread space. The overall balance of the devices was good however the distal prong of the guide sleeve was identified to be bent inwards towards the cannulation, most likely from attempts to disassemble the instruments. There was also some thread deformation along the proximal threads of the blade/screw guide sleeve however this did not hinder the buttress compression nut¿s functionality. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. The returned instrument is part of the depuy synthes tfn advanced (tfna) proximal femoral nailing system per relevant technique guide. The aiming construct for the proximal aiming elements consists of an insertion handle, connecting screw, aiming arm, blade/screw guide sleeve, buttress compression nut, wire guide, and trocar. Relevant drawings were reviewed. Appropriate action was initiated in april 2016 for exceeding specified dimensions due to bead blasting of the threads of the guide sleeve. Design change order (dco) changed the manufacturing process to no longer bead blast the thread. As the device should no longer measure above step with this design change, it would also reduce the likelihood of jamming. The blade guide sleeve was manufactured prior to the implementation of dco that would ensure that the guide sleeve would not exceed specified values. Relevant dimensions could not be measured as a result of the complaint condition however the area of guide sleeve proximal to the jam measured on average but some locations did measure which exceeds specification. Additionally, when the guide sleeve is assembled properly to the aiming arm and a cantilever load is applied to the sleeve, binding could also occur. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.